Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation following a fall on her device which occurred about a month ago. She felt the stimulation has not been the same since. She was re-directed to her physician. Further information was requested.

Manufacturer narrative:
(B)(4).